Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin within the cartridge. Customer's blood glucose was 480 mg/dl. Reportedly, the supplies were changed to address the events. Tandem's technical support educated customer on cartridge/insulin labeling.